Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension was broken and missing a .187 x .215 piece at the proximal clevis interface. The clevis was dislodged from tube extension. Evidence not conclusive, but tube extension likely broke due to excessive side loading or other mishandling/misuse. The instrument passed electrical continuity testing. An additional observation was that the instrument's tube extension pad printing was removed. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse. No other damage was found.

Event description:
It was reported that during reprocessing of the monopolar curved scissors instrument the customer noted that the sheath at the distal tip was cracked and peeling. There was no report of fragments falling into a patient.